Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic procedure, the device did not fire. A new reload was used to complete procedure. There was no patient injury.